Event description:
A surgeon reported that during a glaucoma shunt procedure, the shunt would not release. The surgeon had a back up stunt, but elected to proceed with a trabeculectomy. There was no pt harm. Additional info has been requested.

Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on (B)(4) 2012 and (B)(4) 2012, by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).